Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- visual analysis of the returned sample revealed that cent-sleeve f/k-wire ø1.25 was broken near the distal end, and broken piece was not returned no other issues were identified. The dimensional inspection was performed, and it is within the specification limit. The observed condition cent-sleeve f/k-wire ø1.25 in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the cent-sleeve f/k-wire ø1.25. While no definitive root cause could be determined, it is probable that the cent-sleeve f/k-wire ø1.25 was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part #: 324.081. Lot #: 9607910. Release to warehouse date: 06 nov 2015. Manufactured by: bettlach. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation (orif) for the clavicular shaft fracture with the centering sleeve for k-wire. The surgery was completed successfully without any surgical delay. After the surgery, on an unknown date, during inspection, it was confirmed that the tip of the centering sleeve was broken. It is unknown when and how this breakage occurred. It also unknown whether the fragments left in the patient¿s body. No further information is available. This report is for one (1) cent-sleeve f/k-wire ø1.25. This is report 1 of 1 for complaint (B)(4).